Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy procedure, the surgeon was prepared to convert to laparotomy due to the expected difficulty of resecting the tumor from the patient¿s ¿horseshoe¿-shaped kidney. Before starting the procedure, with the patient under anesthesia but prior to port placement, the surgeon asked operating room staff to have a laparotomy tray available in the room. The procedure began robotically. The surgeon encountered difficulty dissecting the isthmus of the kidney and was unable to access, see, or ¿feel¿ the posterior anatomy. Bleeding was observed from an accessory renal artery. The surgeon attempted using the vessel sealer extend instrument to clamp and seal to stop the bleeding, but this was unsuccessful as the surgeon couldn¿t ¿feel¿ where to clamp. The bleeding was expected, but the loss of good field of vision due to the bleeding was not. The field of vision was obstructed and not optimal. Approximately three hours into the procedure, the surgeon made the clinical decision to convert to laparotomy due to feeling uncomfortable continuing with robotic approach as he was working on the kidney, which has blood flow from the aorta and pelvis. The estimated blood loss amount was 350ml. No blood transfusion was required, although the anesthesiologist requested 1 unit of blood to be ready in the room at the time of conversion. The patient did not experience any post-operative complications and was discharged home two days after as initially planned. The patient¿s post-operative consultation had ¿great results¿. Per the surgeon, the cause of the conversion was poor access to the anatomy and an unclear path to dissect and did not affect the patient¿s health as the decision to convert to open surgery was ¿made at the right moment¿. The surgeon was not concerned with the conversion affecting procedure flow because it was not as advanced as he would have liked it to be after so many hours. Regarding patient outcome, the concern was the large incision that had to be performed and possible surgical site infection. The patient was aware of the risks and had discussed a possible conversion with the surgeon. This conversion was not related in any way to the use of the da vinci system, instruments, or accessories as the surgeon had anticipated the difficulty of the case and the possibility of converting.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. This conversion was not related in any way to the use of the da vinci system, instruments, or accessories. Review of the instrument log showed all multi-use instruments used in the case have been used in subsequent procedures except for the single-use instruments and the following instrument: 8mm 0-degree endoscope. Review of the advanced vessel sealer extend instrument log showed the instrument was installed and passed homing twice. Qty 5 "seal" events were recorded with no errors. System logs show qty 2 ¿erbe energy activation halted by an instrument or instrument cable connected to the upper bipolar port on the erbe.¿ errors which may or may not be related to the complaint. The instrument was used for about 6 minutes. There are no generator logs for this instrument. Review of the system log revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.